Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that she was having trouble establishing communication with te patient's generator. She indicated that she had performed all of the troubleshooting steps and "nothing is resolving the problem". The physician's programming system was ruled out as the cause of the communication issue.